Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient called boston scientific technical services (ts). The patient reported the icm device was not sitting right in their chest. The icm device was bulging and putting pressure against their skin. The physician chose to explant the icm device. Another icm device implant procedure was scheduled and weeks later another icm device was implanted successfully. Device is not expected to be returned. No additional adverse patient effects were reported.